Event description:
It was reported by the user site that during a 3dimensions patient exam on (B)(6) 2026, sparks were observed below detector and from the outlet that the gantry is plugged into during an exam. The user site reported that the device was functioning normally with no error codes or abnormality. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that sparks were additionally coming from the inside of the device. The fse reported that the detector tray and wiring insulation were burnt. The fse removed the detector cover, inspected wiring, and found a short between detector tray and c-arm power wire, then replaced the power wire and detector tray. The fse secured wires, confirmed clearance from the detector tray, performed calibrations, artifact evaluation, phantom image quality checks, and verified that the system is operating according to manufacturer specifications. No further information is currently available.